Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin and at the time of the call the insulin gauge displayed 105 units. Tandem technical support informed the customer that the current insulin gauge was at a static number and once the units of insulin in the cartridge reached that value then the insulin gauge would decrease normally. During a follow-up, it was confirmed that the insulin gauge decreased normally once 105 units of insulin remained in the cartridge.